Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer sheath, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft was kinked approximately 26cm from the tip. The stent was partially deployed approximately 14mm from the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID (B)(4).

Event description:
It was further reported that the product was not used because the physician could not insert the stent sheath in the 6fr introducer. The stent loosened when introducing the stent in the valve. There were no patient complications. A non bsc stent was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature stent deployment occurred. A 7 x 60 x 75 eluvia¿ drug-eluting vascular stent system was selected for a procedure. The stent became unsheathed before entering the introducer. There were no patient complications reported.